Event description:
The patient's wife reported that approximately three years and ten months post index procedure, the patient experienced "collapse" of the stent in the proximal right coronary artery, which required emergent hospitalization and revascularization with an unknown stent. The patient's wife is a registered nurse and she indicated that her husband is in stable condition. The patient was initially admitted for a procedure in 2003. The patient had four cypher stents implanted; one in the right coronary artery, one in the left anterior descending branch and others in unknown vessels. The patient's medications include the following: plavix, lipitor, coreg and aspirin.

Manufacturer narrative:
The event involved a male with a history of coronary artery disease. This patient's history places him at increased risk of mace. The indication for admission to hospital is not known, however, the patient underwent implantation of four cypher stents involving the proximal right coronary artery (rca), left anterior descending artery and two unknown vessels. Lesion and procedural factors are not known. The patient's current medications included asa and plavix. It was reported that forty-six months following the index procedure the cypher stent in the rca "collapsed" requiring emergent hospitalization and revascularization with an unknown stent. No other information is available. The involved cypher stent remains implanted in the patient and thus not available. The lot number is not available thus a device history records review was not conducted. Restenosis is a known potential adverse event following stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the event, however, there are patient factors that may have contributed to it. There is no indication that the event was design or manufacturing related.